Event description:
It was reported that during a coronary stent procedure, the physician experienced difficulty advancing the delivery system. The entire system including the guide catheter was removed without incident. It was noted after removal that the stent was damaged. No pt injury or complications occurred.